Manufacturer narrative:
A3: additional information received which corrected patient sex to male. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated that surgery was not planned at this time. The patient's momentary health condition was not stable (generally, not specific to deep brain stimulation (dbs)) and it was not known if re-programming was successful at this time. The patient was to return to the hospital some weeks after this report, but no specific follow-up actions were planned at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information clarified the high impedance was on contact #3. It was previously reported to be contact #2, which was incorrect.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3389-40, lot#: unknown, product type: lead. Product ID: 37086, serial#: unknown, product type: extension. Product ID: 3389-40, serial/lot #: unknown. Product ID: 37086, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported there was high impedance/broken contact on electrode #2 which led to an absence of therapy. Electrode #2 was the active contact, so the patient was reprogrammed with another contact, which resolved the event. Additional information was received: it was reported that the contact on electrode #2 was only suspected to be broken due to the impedance results and was not confirmed to be broken. There were no known factors that led to the high impedances, however, during their last visit on (B)(6) all impedances were normal.